Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted an icy catheter on the right femoral vein without issue. On day 2 of ivtm therapy, the hospital personnel observed that the saline bag was empty. Upon inspection, no signs of leak on the floor or on the patient's bedside was observed. No alarm on the console was reported. Following this, catheter was removed and ivtm therapy was discontinued. Inspection of the removed catheter found balloon rupture; however, the reporter was unable to identify the specific balloon in the catheter nor provide a photograph of the reported catheter rupture. The reporter was unable to provide further information regarding further therapy administered on the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual examination found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the manifold (junction between infusion ports an catheter shaft). During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.